Event description:
Abbott justified other section that remote monitoring indicates suggest abnormal battery behavior in this pacemaker, on advisory. Pt is pacemaker dependent. He presented for generator change. The device was found ic, an abnormal magnet made with vvi pacing at 90 bpm. Tech services were called, and magnet mode was turned off which resulted in change back to ddd mode and normal pacing behavior.